Manufacturer narrative:
Medwatch sent to FDA on: 21/aug/09. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Dysphagia, pain, irritation/inflammation, and nausea are surgical/physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and port site pain." Device labeling addresses the reported event of nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."

Event description:
Pt reported difficulty swallowing clear fluids, nausea, pain and swelling after placement of the lap-band. The event was not confirmed by the surgeon. Multiple follow-up attempts with the physician's office did not lead to any new info. The device was not returned to allergan.